Manufacturer narrative:
(B)(4); failure event observed during analysis. External insulation abrasion was noted at 36.5-36.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.